Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011, to report that pt experienced a failed sensor one day after insertion. Upon removing the sensor, patient's father noticed that the sensor wire was shorter than normal and the distal portion of the wire was protruding from patient's skin. Patient's father removed part of the wire from patient's skin by using his fingers and tweezers but reported that he still saw some of the wire fragment underneath patient's skin. Patient's father reported that there was a bump at the insertion site but no problems beyond this. No medical intervention was required, and pt was healthy and normal at the time of his father's call to dexcom technical support.